Manufacturer narrative:
The device was not returned for analysis; however, based on the reported information, the reported issue of gripper lever to handle leak appears to be related to a potential product quality issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during functional inspection of the mitraclip delivery system prior to use in the patient, the gripper lever was raised for the first time. It was then noted that saline was leaking from the gripper lever where it meets the handle. There was no leak coming from the gripper lever cap. There was no patient involvement. Another cds was used to complete the procedure without further incident. No additional information was provided.